Manufacturer narrative:
Findings: pump received with blank display due to corroded battery tube. Unable to verify the functioning of battery icons due to blank display. Unit had cracked reservoir tube and cracked reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was unknown at the time of the incident. The customer states that there was fluid/moisture leaking from the battery compartment into the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.